Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, elevated cocr levels, adverse reactions to metal debris, tissue/bone destruction, .discomfort, dysfunction, loss of range of motion, and lack of mobility. Legal counsel for patient further reported that trochanteric bursa, gray metal staining, and a pseudotumor were noted during the revision procedure. A review of invoice history confirms the modular head component was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received patient's medical records indicate that the revision procedure that took place on june 18, 2012 was due to gray metal stained tissue and pseudotumor. The head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.